Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, the pump was to be replaced. The customer would temporarily use a manual injection method to ensure continuity of insulin delivery.